Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2014 as follows: a crack was observed along the battery compartment threads. The battery cap was not returned with the pump and a test cap was used for the investigation. Unrelated to the casing condition issue, the display screen was observed to be dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack in the casing around the display and denied damage to the battery cap and moisture or corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.